Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 125 ohms. Technical services (ts) stated that this appeared consistent with calcification as opposed to fracture. This rv lead remains in service. No adverse patient effects reported.